Manufacturer narrative:
On (B)(6)2023 it was reported that the suspected medical device information was initially reported incorrectly. The correct information was provided. Sections d1 and d4 were updated. D9 and h3 were also updated.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that the device history record was reviewed and indicated that the product was released accomplishing all quality standards. One sample was returned for evaluation and a leak was detected in the lower part of the tube. A corrective and preventive action has been initiated to further investigate this issue. All information received will be used for further tracking and trending purposes.

Event description:
The customer reported that the balloon burst in the patient after being placed 2 weeks prior.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.